Manufacturer narrative:
H3: product ID# 977119, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt, a "device version is not supported by the application" message was observed. This was traced to the ins software/firmware. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for call was the caller reported that they were prepping for an implant case when they were unable to connect to a ins. The caller stated that they went to connect to the battery and it kept showing a message that said the device version not supported, the device version is not supported by the application. Caller verified that they was using the correct app. They closed the app and reopened the app and that did not resolve the issue. They opened up the hub and verified that it was updated. They moved to a second tablet and did all the same things over again. Troubleshooting was completed by the rep prior to calling. Technical service specialist sent the caller the report number to return the ins for analysis. The issue occurred with a new in the box device so tss did not ask for md information. Additional information was received from a manufacturer representative (rep) stating they had no issues connecting with the other battery they tried.